Event description:
It was reported that a patient underwent hip surgery on an unknown date and suture was used. The suture was placed in a running stitch technique. During the procedure, as the nurse was getting ready to put the dressing on and the patient was still on the o.r. Table, suture breakage was noticed and the doctor had to suture the patient again.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.